Event description:
It was reported that during a laparoscopic appendectomy procedure, the device locked out during the procedure. They tried to press down the red button, however, the device would not unlock. Another device was used to complete the procedure. There were no adverse consequences for the patient. On what tissue type was the device used? Appendix. At what location on the tissue? Appendix. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. If echelon, during which stroke did the event occur? 1st. What color cartridge was being used? Grey. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? Asku. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? No. The surgeon was able to remove the jaws of the device from appendix and they opened a new echelon flex 45 stapler and completed the procedure.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis found that one ec45a device was returned in good visual condition and with one (B)(4) cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device opened and closed without any difficulties noted.